Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot number: l234583) was received at us cq. Visual inspection of the complaint device showed that the shaft was broken at its most distal link. The pieces are still connected due to device linkage/geometry, but the link has broken all the way through. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: shaft od = 8 +/- 0.2mm measured dimensions: shaft od = 7.99mm (above and below break), conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the shaft has broken at its most distal link. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.037.028, lot: l234583, manufacturing site: hägendorf, release to warehouse date: 03.feb.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated ed: it was reported that during an unknown procedure on (B)(6) 2020, the 5.0mm hexagonal flexible screwdriver broke at the conclusion of the case while locking the nail. The patient was implanted with the trochanteric femoral nailing system (tfna) with helical blade and 5.0 locking screw. All implants were placed properly with no complications. The screwdriver was removed in one piece with no complications. The tfna was locked successfully. The procedure was successfully completed without a surgical. There was no patient consequence reported.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the 5.0mm hexagonal flexible screwdriver broke at the conclusion of the case. The procedure was successfully completed without a surgical delay. There was no patient consequence reported. This complaint involves one (1) device. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).